Manufacturer narrative:
Product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 74002, lot # n224662, implanted: (B)(6) 2011, product type adapter; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 282480001, implanted: (B)(6) 2011, product type accessory; product ID 3487a-33, lot # j0511602v, implanted: (B)(6) 2006, product type lead; product ID 3487a-33, lot # j0125653v, implanted: (B)(6) 2002, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect due to a problem recharging the implantable neurostimulator (ins). It was stated the patient's stimulation "quit working" 3-4 weeks ago and he has not been able to get it to charge. The last time the pt charged was about a month and a half ago. About a week later it was reported that an ins overdischarge was suspected. It was stated the last time any stimulation was felt was less than 1 month ago and that the last successful recharging session was less than 1 month ago. It was also stated the patient saw the poor communication screen when patient services tried to communicate with the programmer. The antenna locate feature was used and resulted in a power on reset (por) being displayed on the ins which then lead to the normal recharging screen. The patient confirmed the recharger was charging ins. The patient was redirected to technical services when he saw the charge complete screen for assistance to clear the por on his programmer. If further information is reported, a supplemental report will be filed.